Event description:
The manufacturer received info alleging an everflo oxygen concentrator caught on fire. The pt was taken to the hospital and was released shortly after with no complications.

Manufacturer narrative:
The device was returned to the MFR for eval. The device was visually inspected internally and no evidence of thermal damage to the components of the device were found. The device was visually inspected externally and thermal damage to the enclosure caused by an external source was observed. The MFR concludes the thermal event was caused by an external source.